Manufacturer narrative:
B2: estimated as 06/01/2020 as the article states that they began following patients who underwent watchman 2.5 implant starting (B)(6) 2020 and timing of the deaths in relation to the implant procedure was unspecified. B3: estimated as 06/01/2020 as the article states that they began following patients who underwent watchman 2.5 implant starting (B)(6) 2020.

Event description:
It was reported that deaths occurred. The following event was obtained via a retrospective article following 188 patients who underwent a left atrial appendage closure procedure. Forty-eight of the patients were implanted with a watchman 2.5 closure device and 139 of the patients were implanted with a watchman flx closure device. One procedural minor pericardial effusion was noted. It was not specified if this patient was implanted with the watchman 2.5 closure device or a watchman flx closure device. Transesophageal echocardiography (tee) was performed at the 45-day follow-up and a peri-device leak >5mm and a device-related thrombus (drt) were identified in one patient who had a watchman 2.5 closure device. Tee was performed at the one-year follow-up and 1 patient had a peri-device leak >5mm and 6 patients had drts. It was not specified if these patients were implanted with the watchman 2.5 closure device or the watchman flx closure device. Overall, the cohort of 188 patients were followed from anywhere between 99 - 460 days. During this time there were 13 deaths consisting of 3 malignancies, 2 cerebrovascular diseases, 2 pneumonias, 2 renal failures, 1 heart failure, 1 myocardial infarction, and 2 unknown. There were also 5 embolism-related events and 10 cases of bleeding.